Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient began rewarming at 18:36 for 6 hours and should now be at 36.5c, but pt1 (patient temperature measurement) showed 35c using esophageal probe, pt2 (patient temperature measurement) was 32.4c and water flow rate was 0.8 l/m on the arctic sun device. Rewarm rate 0.25c/hr. Trend indicator shows one bar trending upward. Mis discussed about trend and the fact that water temperature was warm. Nurse noted that it had consistently stayed warm, but patient temperature did not seem to be moving from 35c. Mis discussed about adding rolled blankets to the sides and nurse confirmed they have a z flow mattress that was helping with that coverage. Mis encouraged nurse to turn on radiant warmer and consult team as the delay in warming appears to be patient related. Nurse noted that with water temperature staying high consistently nurse might receive alerts regarding warm water exposure. Mis explained these were safety alerts meant to encourage diligent skin checks according to the hospital protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient began rewarming at 18:36 for 6 hours and should now be at 36.5c, but pt1 (patient temperature measurement) showed 35c using esophageal probe, pt2 (patient temperature measurement) was 32.4c and water flow rate was 0.8 l/m on the arctic sun device. Rewarm rate 0.25c/hr. Trend indicator shows one bar trending upward. Mis discussed about trend and the fact that water temperature was warm. Nurse noted that it had consistently stayed warm, but patient temperature did not seem to be moving from 35c. Mis discussed about adding rolled blankets to the sides and nurse confirmed they have a z flow mattress that was helping with that coverage. Mis encouraged nurse to turn on radiant warmer and consult team as the delay in warming appears to be patient related. Nurse noted that with water temperature staying high consistently nurse might receive alerts regarding warm water exposure. Mis explained these were safety alerts meant to encourage diligent skin checks according to the hospital protocol.